Manufacturer narrative:
Additional information received, updates made to the following sections: h6. Fdd/annex a and b5.desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure the bipolar fenestrated grasper broke. The instrument was replaced using the broken instrument procedure to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure the bipolar fenestrated grasper broke. The instrument was replaced to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
D4: unique identifier (UDI) # updated. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg), as well as the associated device data. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged and the disengaged piece was returned. The energy cable was disengaged. The puck was displaced on the side of the disengaged piece. The drive cable was displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data for the reported procedure did not show use of the reported bfg. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure the bipolar fenestrated grasper broke. The instrument was replaced using the broken instrument procedure to resolve the issue and complete the procedure. There was no patient injury.